Event description:
A hospital in another country, reported to our distributor that when they connected an rt106 adult breathing circuit to a ventilator (puritan bennett 840) and conducted leaking test, air leakage was detected. The problem was solved by replacing with another one. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country, the product is not sold in the USA but it is similar to a product which is sold in the USA. The returned circuits were pressure tested for leaks. Results: leaks were found between the water trap bowl and the water trap top on the three circuits. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are pressure tested during production. This suggests that the leaks developed during transport or storage. It is likely that this fault was caused by distortion of the water trap after production. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0053%.